Manufacturer narrative:
It was reported one case of containers were missing the white un label. A sample nor photo representation were provided for evaluation. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing label during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. There is not enough information provided like a picture from the missing label to determine or confirm the root cause of this non-conformance. However, the lack of label is an issue directly related to manufacturing process and is considered an omission error during the manufacturing process. A complaint review for the last twelve months did not identify any other reported complaint for the related issue. The label is 100% visually inspected by production and a second inspection based on an aql sampling plan is performed by quality inspectors. As preventive action a quality alert will be posted within the manufacturing process for this product line. Bd will continue to monitor for any trends.

Event description:
It was reported that sharps coll slide close 9gal gasket red was missing the label. The following information was provided by the initial reporter: material no: 305602 batch no: 8322927. It was reported that 1 case of containers were missing the white un label. We did come across 1 case where the containers were missing the white un label. I advised of this and have put the 1 case off to the side. I advised that the un code is a us requirement and the containers are still sellable. As such, we will not be returning the affected product.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Medical device expiration date: n/a. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll slide close 9gal gasket red was missing the label. The following information was provided by the initial reporter: material no: 305602, batch no: 8322927. It was reported that 1 case of containers were missing the white un label. We did come across 1 case where the containers were missing the white un label. I advised of this and have put the 1 case off to the side. I advised that the un code is a us requirement and the containers are still sellable. As such, we will not be returning the affected product.